Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vticmo12.6, -5.5/0.5/114 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the right eye (od). The lens was implanted, removed and replaced intraoperatively with no patient injury and the problem resolved. It was reported that the replacement lens was implanted in vertical position. Cause of event was unknown.

Manufacturer narrative:
(B)(4).